Event description:
Additional information was received from patient. It was reported that they turned the device off. The cause of their back pain is unknown but they wont take any action to resolve the issue as the nearest doctor is 100 miles away and the pain is now nearly non existent. They also reported their weight was 155 lb at the time of incident. The patient also confirmed that their leads had shifted based on touch but it has not caused pain since the initial report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot#/serial# (B)(6), product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) stated about 5 days ago their lower back started hurting. Pt states they did not do any excessive lifting or activities but it's like a dull, burning ache. Pt states they are thinking maybe the device has shifted a little bit and wanted to know if this was possible. Pt states the implant doesn't feel like it's moved or is protruding out at all. Pt later states maybe the lead has shifted a little to the left. Pt states this morning the pain is gone but as the day goes on, this is when they start to feel the pain. Troubleshooting was unable to be performed as patient already has device turned off. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned in the call that they experienced a dull burning ache right after implant surgery. Pt states this last 3-4 weeks after the device was implanted. Pt states they couldn't go back to work due to soreness. Patient services is documenting reported event. No further action was taken. Pt reported the therapy has never helped their bowel symptoms so they ended up just turning stimulation off in 2016. Pt stat es they determined the issue was because the pt had a rectalprolapse/rectocele.